Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 when the subject device was interrogated during a regular follow-up, multiple ventricular and atrial burst episodes were found. Those episodes appeared to have resulted from oversensing of external noise and such non-physiological waveforms were observed in both of the atrial and ventricular channels simultaneously. There were no abnormalities in the lead impedance values. The patient was showing own spontaneous rhythm and had no symptoms. It could not be identified whether the patient had any home appliance with electromagnetic waves or magnets that could cause oversensing. After the next follow-up was scheduled for three months later, the patient returned home. On (B)(6) 2018 the patient visited the hospital again complaining of feeling unwell. A pacemaker check was performed, but no abnormalities or any new arrhythmia episodes were found. It was decided to perform the next follow-up and also investigate the environment of the patient¿s residence around (B)(6) 2018.

Event description:
Reportedly, on (B)(6) 2018 when the subject device was interrogated during a regular follow-up, multiple ventricular and atrial burst episodes were found. Those episodes appeared to have resulted from oversensing of external noise and such non-physiological waveforms were observed in both of the atrial and ventricular channels simultaneously. There were no abnormalities in the lead impedance values. The patient was showing own spontaneous rhythm and had no symptoms. It could not be identified whether the patient had any home appliance with electromagnetic waves or magnets that could cause oversensing. After the next follow-up was scheduled for three months later, the patient returned home. On (B)(6) 2018 the patient visited the hospital again complaining of feeling unwell. A pacemaker check was performed, but no abnormalities or any new arrhythmia episodes were found. It was decided to perform the next follow-up and also investigate the environment of the patient¿s residence around (B)(6) 2018.

Manufacturer narrative:
(B)(4).